Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) one of the haptic was marked and did not fold correctly and patient left aphakic until the next surgery. Additional information was requested and received stating the surgery was completed in a secondary procedure.